Event description:
Analysis of a usb cable returned with two other usb cables and a tablet was completed on (B)(4) 2015. Analysis of the second serial cable identified that the d-shaped metal shield was bent. Because of the damage, the db9 connector could not be connected to a known good wand. No further anomalies were identified. This analysis was inadvertently reported in MFR. Report # 1644487-2015-04364.

Manufacturer narrative:
Suspect device UDI: (B)(4). This information was inadvertently left off of the initial MFR. Report.

Manufacturer narrative:
(B)(4).